Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00247, and 0001825034-2023-00249. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head driver broke while disengaging the proximal trial body from the cone. Because of the fracture, the trial cone body was lodged into the distal trial stem and are unable to be separated. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4; g3; h2; h3; h4; h6; component code: mechanical (g04) - stem; visual inspection found purple discoloration on the cone body near the taper and stem mating feature. Nicks and scuffs are present on the surface of the cone body. The cone body remains assembled with the trial stem. DHR was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additonal event information to report at this time.